Event description:
It was reported that during normal follow up, externalized conductors were observed via fluoro. Patient was asymptomatic and no electrical anomalies were noted. Lead remains implanted and patient to be monitored.

Event description:
New information received noted lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.